Event description:
An aneurx stent graft was selected for treatment of an abdominal aortic aneurysm. It was reported that when the device was removed from the packaging, the tip of the delivery catheter was observed to be slightly bent. There were no bends or issues with outer packaging. The physician had some difficulty advancing the guidewire through the delivery catheter at the area of the tip. The physician was able to get the guidewire through stand successfully deploy the stent graft. No clinical sequelae were reported and the pt is fine. The delivery system was discarded by the user facility after the procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: (tip).